Manufacturer narrative:
Concomitant medical products: product ID 977a260, lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that as of wednesday, issue was still not resolved and still couldn't walk. The rep saw her in an inpatient rehab facility where she was being monitored for this.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2020, product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 27-nov-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient. The rep reported that when the patient woke up from their implant surgery on (B)(6) 2020, they were unable to move their arms and legs. They added that the patient also had a horrible migraine and ended up getting a blood patch days later. The rep met with the patient in inpatient rehab the day prior to the report for their follow-up appointment. They stated that the patient can now move their arms but claims that they have not walked. The patient also noted that they have intense pain down their left leg since the surgery. The rep turned the device on the day of the report, and impedances were within normal limits. The rep mapped the patient for bilateral coverage. They stated that the stimulator is on to see if it can help with the patient¿s left sided pain. The rep confirmed that the patient is being monitored as inpatient in rehab facility. The issue was not resolved at the time of the report. No further complications were reported or anticipated.